Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 150 mg/dl. Customer reported that insulin pump fell out of her pocket and hit the floor. Customer was not able to continue troubleshooting due to being on vacation and not having appropriate battery for testing and did not have isopropyl alcohol or cotton swab to clean battery cap contact. Customer was advised to get recommended supplies and to call back in order to complete troubleshooting. Customer was also advised that battery cap would be replaced.